Event description:
It was reported that the battery voltage measured in the clinic was below the elective replacement indicator, but the device had not triggered the elective replacement indicator. It was later reported that the device reached eri and the device was replaced with another device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage measured in the clinic was below the elective replacement indicator but the device has not triggered the elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.16 v while the daily battery voltage trend measurement was 2.78 v.